Manufacturer narrative:
Report confirmed based on report. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The user manual contains the following warning "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while turning a flap the tapered dissenting tool broke. The broken portion of the tool was recovered with no patient impact. No additional information was available on follow-up.